Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire from the jaws of the large suturecut needle driver instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the report for this stated that the control of the wrist changed whilst in use, and it was noted that the cables were frayed. No clash of instruments was reported.